Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h10 this report has been confirmed as a duplicate of mrn 9617229-2025-0000026 and was initially reported in error. See related mrn for all relevant information.

Event description:
This report has been confirmed as a duplicate of mrn 9617229-2025-0000026 and was initially reported in error. See related mrn for all relevant information.

Event description:
Patient reported "peri-implant fluid accumulation" diagnosed by MRI and ultrasound. Healthcare professional confirms "fluid collection, causing localized pain and systemic illness." Affected side is right. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "peri-implant fluid accumulation".